Event description:
Choke [choking]. Coughed up one of the rotating heads [cough]. One of the rotating heads from the back of my throat - oral-b [foreign body in throat]. Accidentally swallowed another smaller piece - oral-b [accidental device ingestion]. Swallowed piece - oral-b [exposure via ingestion]. The brush head has came apart in my mouth - oral-b [device breakage]. Consumer via e-mail stated that, while using their oral-b electric toothbrush, the brush head came apart in their mouth, causing them to suddenly begin to choke. They coughed up one of the rotating heads from the back of their throat, but accidentally swallowed another smaller piece. No serious injury was reported. 24-nov-2021 follow up via e-mail: the consumer stated that it was a 3 pack of oral-b dual clean brush heads. The product lot was 99372244. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.